Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. Customer¿s blood glucose level was 400 mg/dl. The customer stated that the insulin pump was off at the night and the blood glucose was going to the 400 mg/dl. The customer stated that the troubleshooting was declined by the customer. The customer was treated with the manual injection. The self test was performed by the customer and it was passed. The insulin pump will not be returned for analysis.